Manufacturer narrative:
(B)(6). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a considerable inflammation occurred in a male patient, the day after a successful cataract surgery. Additional information was received and it was learnt that the patient received additional medical care like celestène injections and oral antibiotic (tavanic). The patient was reported being good but there was fibrin debris on the lens. Two types of healon were used, therefore 2 mdrs will be filed. This report is for the healon endocoat. The same incident occurred to another surgeon (in the same hospital) where the only common point was the viscoelastic healon lot numbers used.

Manufacturer narrative:
Corrected data: in the initial MDR the incorrect manufacturing date and expiration date were entered; therefore updated the following fields: expiration date: 10/31/2018. Device manufacture date: 11/10/2015. All pertinent information available to abbott medical optics has been submitted .

Manufacturer narrative:
Device evaluation: the device was not returned at the manufacturing site; therefore product testing could not be performed and the customer's reported complaint could not be verified. Manufacturing records review: the manufacturing records for the device were reviewed. Review of the sterilization process confirmed there were no deviations. The product was manufactured and released according to specification. A search revealed that no similar complaints for this lot number have been received. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to abbott medical optics has been submitted.